Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data did not find evidence of rewind issue. On investigation, the pump powered up to the verify screen and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump was opened and the motor assembly was inspected and the internal motor was tested. No moisture corrosion was found and the pump rewind to the correct position with no stoppage or sticking during the rewind cycle. The investigation was unable to duplicate the reported rewind issue. Unrelated to the reported rewind issue, the pump powered up to a dim and discolored verify screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.